Manufacturer narrative:
(B)(4). Results of evaluation: (endoleak).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of a saccular 5.9 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as mild tortuosity and mild calcification. Upon final angiogram, there was a type IV endoleak at the contralateral side at the flow divider. There was no intervention. The patient returned for a follow-up appointment and the type IV endoleak has resolved without further treatment. No clinical sequelae were reported, and the patient is fine.